Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received a scs system on (B)(6) 2009. It was reported that both the pt's replacement and initial charging system would not locate the ipg. Both the rep's programmer and pt's programmer would not locate the ipg either. The pt indicated she lost stimulation and had not recharged the ipg in 4 to 6 months. A possible replacement of ipg was discussed as the next course of action. No further info is available at this time.